Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to drain the biliary tract by inserting zso-7-12. In the process of unfolding the pigtail with a straightener to pass the zso-7-12 through the pre-placed visiglide2 straight 0,025 wire guide, the pigtail part was bent, and the wire did not pass (stent kinked bent: pr (B)(4)). So, they used the new zso-7-12. They did not change the guide wire (wrong wire guide used user error: pr (B)(4)). Note: wrong wire guide used with both devices. Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Device evaluation: 1 x zso -7-12 of unknown lot number was involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review could not be completed as the lot number is unknown. This file deals with the kinking of the device which has been attributed to user error due to using an incorrect size wire guide. Documents review : as the lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. Prior to distribution all zso-7-12 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ it should be noted that the instructions for use (ifu0045-7) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 06-jan-2023.